Event description:
It was reported that the patient underwent two computed tomography (CT) scans prior to an unrelated surgery. When the device was interrogated it was observed that the mode and rate had changed. A power on reset (por) was suspected due to the CT scans. The settings were reprogrammed back to the previous settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. The patient was exposed to multiple CT scans.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4470, competitor implantable pacing lead; 4471, competitor implantable pacing lead, (B)(6) 2005; 4193, implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.